Event description:
Distributor noted at receiving inspection, there is a hole in the corner of the letter '2' that is stamped on the clear film of the pouch.

Manufacturer narrative:
Device eval: the device has not been received for eval/investigation. Merit determined on 09/03/2010 that a product removal would be required for six (6) specific lots for six (6) specific catalog codes of the coronary control syringes (ccs/ccx) because there may be small holes in the package which may render the product non-sterile. This is a 5-day MDR report in accordance with statutory reporting requirements. Communications to domestic consignees was sent on 09/09/2010, communications to international consignees was sent on 09/10/2010. A report to the FDA in accordance with 21 cfr 806.10 is also in process. No additional form 3500a reports will be filed for this event. Notification of field action taken.